Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) recorded inappropriate atrial tachy response events due to oversensing of the rate respiratory trend (rrt). Technical services indicated that there is variable impedance with some out-of-range measurements on the right atrial (ra) lead. It was recommended to bring the patient for in-clinic evaluation, turn off the rrt feature and troubleshoot to determine broken lead or spring contact issue. Both the crt-d and the ra lead remain in service and no adverse patient effects were reported.